Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Territory business manager stated the dealer advised the legrest pad plate hardware, that's permanently attached to the calf pad, stripped causing the calf pads to fall off the legrest on both sides. MDR filed.